Manufacturer narrative:
A tosoh field service engineer (fse) went to the customer site to evaluate the issue. The fse was unable to duplicate the problem but cleaned all sensors and surrounding areas, checked for belt tightness and following ran several rack transfer exercises with no errors. Review of history for the aia-2000 analyzer, serial number (B)(4) was conducted from april 1, 2015 to may 12, 2016 and identified one (1) similar type of event. The most probable cause of this event may be related to unclean sensors or surrounding areas. The aia-2000 operator's manual informs the customer of the potential causes and solutions when no rack movement occurs: error code: 2251 no rack movement by sample loader x1-step feed cause: the rack transfer detection sensor failed to detect rack movement during step feed (x1) operation. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. Error code: 2252 unable to detect sample loader x1-step feed rack movement cause: the rack transfer detection sensor did not return to the off condition despite step feed (x1). Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. Error code: 2254 unable to detect rack movement by sample loader x1-step feed cause: the rack transfer feed detection sensor did not deactivate despite the step feed (x1) of one rack to the rack barcode read position. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. Error code: 2255 unable to detect rack movement by sample loader x1-step feed cause: the rack transfer detection sensor did not activate despite the step feed (x1) of two racks to the rack barcode read position. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016, the customer called to report having rack movement issues with an error message during use of the aia-2000 analyzer. The customer indicated that this issue does not happen with every run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth and fsh. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.